Event description:
A family member reported several "loss of prime" warnings. It was reported that one time the pump dispensed insulin during the load cartridge phase. The pt was disconnected from the infusion set during all prime and load cartridge steps. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.